Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to turn on. Upon functional testing, the fse found that the teal line conditioner had faulty ups bypass switch. The engineer informed that ups was no longer supported as the ups was end of life. The switches had been known to fail and leading to the system not being able to startup. To resolve the issue, the fse bypassed the ups circuitry with the jumper wires. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no patient or user harm reported. Philips has started an investigation of this complaint.